Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that a patient was leaning on the side support with the right arm and right leg. The side support opened and the patient fell from the device. As a consequence the patient sustained non serious facial trauma and painful to the touch. There was a slight bleeding from right tympanic membrane. A computerized tomography scan (CT scan) was performed. No anomalies were found. The caregiver said he checked the side support before using the device.

Manufacturer narrative:
The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. The patient was placed on the device on the left side and leaned against the side rail with the right arm and right leg. The side rail opened and the patient fell. As a consequence, the patient sustained non-serious facial trauma. A computerized tomography scan (CT scan) was performed. The caregiver said that the side supports were checked before using the device. The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. The device inspection and photos provided showed that the concerto had many signs of wear. It was found that the left side mounting bracket (on the foot side) was bent, and the black catch at this location was chipped. This caused the side support black catch to not lock properly every time. The photo provided of the broken black buckle suggests that this part might have been defective prior to the incident and the defect might not have been noticed by the caregiver. Additionally, the patient's foot and hand resting on the side support with the defective catch could have caused the side support to open and the patient to fall. Following the device instuction for use (IFU;04.ba.05_9gb): -"actions before every use (...) If any part is missing or damaged - do not use the product!" -"warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." -"when raising the side support, make sure the two catches snap into place" according to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Moreover, the catches should be replaced every year by the qualified personnel service. The concerto involved in the event was manufactured in august 2014, which means that the device was about 10 years old. The device was not serviced by arjo but internally by the customer. The IFU for the concerto states: ¿the expected life of this equipment, unless otherwise stated, is ten (10) years". Based on the performed analysis, it was concluded that the root cause was mostly related to normal wear of the device component and failure to follow the device instructions. In summary, the concerto device did not meet performance specifications due to damages found. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall reported.